Event description:
It was reported that during the farapulse atrial fibrillation, the farawave catheter was selected for use. It has been mentioned that as the physician was preparing and flushing the catheter, the irrigation port broke. The procedure was completed using different farawave catheter. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse atrial fibrillation, the farawave catheter was selected for use. It has been mentioned that as the physician was preparing and flushing the catheter, the irrigation port broke. The procedure was completed using different farawave catheter. No patient complications occurred. The product is expected to return for analysis and currently in transit. It was further reported that a leak was seen.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and h6 device codes d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.